Manufacturer narrative:
A company representative examined the system. The solenoid spacer was found sticking to the solenoid. Both solenoid spacers were replaced. The system was then tested and met all product specifications. (B) (4). (B) (4).

Event description:
Adverse event(s): "patient impact unknown" (no known impact or consequence to patient). Product problem(s): "system message" (device displays error message). A customer reported receiving a system message. Multiple attempts have been made to acquire more information, but no additional information has been received to date. Patient involvement is unknown.